Manufacturer narrative:
The product was returned for investigation. The proximal shaft was separated at 220mm from the hub part. The separated part of the proximal shaft had bending on each side. No abnormalities were found on the production records. It is considered that the reported event may have been caused by excessive bending force loaded during the operation, but the detailed cause could not be identified. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. We are reporting this event because when the catheter shaft separates in the body that potentially cause to embolism or hemorrhagic complications.

Event description:
It was reported that the shaft of a balloon catheter had broken. The balloon catheter was used for a calcified lesion with 90% stenosis of lad # 7. While delivering to the lesion, the proximal shaft of the balloon catheter broke off in the extracorporeal area in front of the sheath insertion position. The broken catheter shaft was retrieved leaving the guidewire in place. Then it was replaced with a new product and the operation was continued. No complications were reported.